Event description:
This report is patient 2 of 2: health professional reports. Protime system inr 1.9. Unspecified lab system inr 2.4. Patient therapeutic range 2.5 - 3.5 inr. Coumadin dosage decreased based on protime result. After lab result obtained, one dosage of coumadin withheld. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4) - manufacturer evaluation / investigation currently in process.